Event description:
In 2009, pt reported his cartridge leaked into his infusion device. Pt stated he was currently using his back-up infusion device. Pt reported the last 2 cartridges leaked in the infusion device, where he had to pour 25 units of insulin out of the infusion cartridge chamber. Pt stated he did not think he was getting insulin because he was getting higher readings up to 600's mg/dl he reported he took an injection of insulin to bring it down. Pt reported he did not receive any errors or occlusions on the infusion device when it was in use. Pt stated he does not have the box that the insulin cartridges came in. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.